Event description:
A malfunction alarm was reported by the customer, labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information on resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, confirming their understanding of the instructions.